Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose. Blood glucose level was over 300 at first but got up to 400 mg/dl which was treated with bolus. During troubleshooting for no delivery alarm, the infusion set had a bent cannula when removed. Customer declined to troubleshoot for high blood glucose. Customer's mother noticed that the correction was not working properly was gave dual or square wave bolus. Customer was advised that if auto mode was active then he wont be able to deliver dual or square wave bolus. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.